Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had a broken clamp. The occurrence date is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken clamp was not confirmed during product evaluation. The quality engineer has confirmed the reported condition of a broken v plate. The v plate was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.